Manufacturer narrative:
The customer initially requested assistance from a philips representative as their unit had experienced an unspecified test failure. However after initiating the case, no further action was taken by the customer and additional information regarding the event could not be obtained. As such, a cause for the reported issue could not be determined. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not performed and additional information could not be obtained, a definitive cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the unit experienced an unspecified failure during a self check. There was no patient involvement.

Event description:
It was reported to philips that the unit experienced an unspecified failure during a self check. There was no patient involvement.